Event description:
It was reported that a xience xpedition stent delivery system (sds) was prepared according to instructions for use (IFU) without issue. During a heavily tortuous, heavily calcified circumflex artery stenting procedure, a xience xpedition sds was advanced meeting resistance with two 90 degree bends in the patients vessel. When the distal part of the stent reached the lesion, the physician found the distal part of the stent to be deformed on angiogram. There was difficulty with the removal of the sds and the physician felt as he pulled that the distal portion of the device 'rubber banded' or stretched. The sds was removed and upon removal, the stent was still firmly attached to the sds markers, but the distal part of the stent was bunched. The lesion was dilated again with a nc trek balloon and another xience xpedition 3.5 x 12 mm stent was implanted successfully to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported stent damage was confirmed. The reported failure to advance and reported difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.